Event description:
It was reported that the right ventricular (rv) lead of this pacemaker system exhibited high out-of-range pace impedance measurements greater than 2,000 ohms, which made the pacemaker system non-conditional for magnetic resonance imaging (MRI). This rise in impedance measurements had occurred over the past year, with a recent measurement of 2,780 ohms. The non-conditional pacemaker system was scheduled for a MRI scan with the appropriate orders. After the MRI scan was completed, MRI protection mode was exited successfully, and lead measurements were consistent with measurements prior to the scan. This rv lead remains in service. No adverse patient effects were reported.